Event description:
This non-serious spontaneous case report was reported by a physician to our local affiliate. This case involves a female pt (age nos) who developed nodules six months after receiving poly-l-lactic acid therapy. Corrective treatment, if any, was not reported. Event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.